Event description:
It was reported that the customer was hospitalized due to hypoglycemia. The reported blood glucose reading was 2.5 mmol/l. Troubleshooting was performed, and the insulin pump was programmed correctly. When inspecting the reservoir, it was found that there was approximately 70 less units of insulin than what the insulin pump indicated. The customer admitted that he used his finger to manually press the insulin from the reservoir into his body. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.